Event description:
Note: date of event is unk. It was reported to boston scientific corp on sept 19, 2008, that a corflo cubby low profile gastrostomy device was used in a feeding procedure. According to the complainant, approximately 1 month after placement, the locking tab was broken. Another corflo cubby low profile gastrostomy device was used to replace the broken locking tab. No pt complications were reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.